Event description:
It was reported that the coil protruded in the vessel and migrated to another vessel. A 3mm x 10cm idc 18 soft coil was selected for use. During the procedure, it was noted that the coil backed out from the artery after it was deployed fully in the vessel. The physician then attempted to snare the coil; however, it recoiled back out into another vessel and was not retrieved. The procedure was completed with another of the same device and a smaller sized coil. No further patient complications were reported and the patient's status was fine.